Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 30-apr-2025, intuitive surgical (is) obtained the following additional information regarding this event: the surgical procedure being performed at the time was cystectomy + bricker. The patient was not injured. The problem led to a delay of 20 minutes. The tip cover/instrument was confirmed to be used on a x/xi system. The instrument/accessory was inspected prior to use, and no anomaly was noted. The surgical task being performed when the device fragment fell inside the patient was dissection. The surgeon believed that the distal end of the tip cover appeared to be split and slipped off, causing the instrument/accessory to break or the fragment to fall issue. The instrument/accessory was in use for 4 hours and 30 minutes to 5 hours prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The mcs tip cover accessory appeared to be correctly installed during surgery, and none of the orange surface was visible after installation of the tip cover. The tip cover was not installed beyond the orange area, and the installation tool was used. Electrolube or any other lubricant was not applied to the mcs instrument prior to tip cover installation. A reducer was not used. The instrument did not collide with other instruments or hard material during surgery, and the tip cover did not fall inside the patient when the instrument/accessory tip collided. The instrument was removed during the procedure before breakage, and the wrist was straightened prior to removal. The surgical staff did not feel any resistance when removing the instrument through the cannula. No additional surgical procedure was required to remove the fragment, and post-operative tests such as x-ray or ultrasound were not performed to check for remaining fragments. The procedure was robotically completed. There was no injury to the patient, and the patient did not return to the hospital because of post-surgical complications related to the retention of a foreign object. Section a additional information provided: height: 170 cm; body mass index (bmi): 23.53 kg/m2

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) tip cover accessory slipped off the mcs instrument during a procedure in the morning. The mcs tip cover accessory fell into the patient and was recovered during the same procedure. The procedure was completed.